Event description:
It was reported that the patient presented to the emergency room due to feeling a sensation not experienced before. The ventricular lead exhibited an insulation anomaly, impedance less than 200 ohms, increased capture thresholds and intermittent undersensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis revealed damage on the proximal insulation at 16 cm to 16.6 cm and on the distal insulation at 16.2 cm from the connector pin due to clavicular crush.